Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had an elevated blood glucose (bg) level of 470 mg/dl since eating dinner. The customer believed that the elevated bg level was due to the customer delivering an inadequate bolus for the amount of carbohydrates eaten at dinner. The customer took a correction bolus.